Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low cortisol results generated on the access 2 immunoassay system for one pt. The pt samples were retested and the results were within a different clinical range. The initial erroneously low results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched for this event. A bci field service engineer (fse) did not evaluate the instrument. A system check run on (B)(4) 2009, passed all specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.